Event description:
It was reported to philips that the device's ECG grabber cables are worn out. There was no patient involvement.

Manufacturer narrative:
The fse evaluated the device on site. The ECG grabber cable was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.